Event description:
The initial reporter questioned low results for multiple assays and multiple patients tested on a cobas 8000 c 702 module. The date of event for patient 1 is an approximation. The reporter stated the event occurred "last week." The customer provided 2 examples of discrepant results for albumin. Patient 1 initial result was <2 g/l. The sample was repeated and the result was 42 g/l. Patient 2 initial result was 0.8 g/l. The sample was repeated and the result was 6.4 g/l. Data was provided for additional patient samples: on (B)(6) 2022 patient 3 initial result was 0.4 g/l. The repeat was 17.6 g/l and on (B)(6) 2022 patient 4 initial result was 0.8 g/l. The repeat was 32.1 g/l. It is not known if the questionable results were reported outside of the laboratory. The albumin reagent lot number was 585004 with an expiration date of may-2023.

Manufacturer narrative:
The field service engineer (fse) readjusted the sample probe. The customer has had no further issues since the service visit. The investigation determined the event was due to the sample probe being misadjusted. It could not be determined how the sample probe came to be misadjusted.